Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent for return of the samples. If the samples are received, a supplemental report will be submitted upon completion of the investigation, (B)(4).

Event description:
The consumer has had two needles break off during injection during the past month. The consumer is diabetic and requires five injections per day to control his diabetes. He does not reuse the needles. One needle broke off in his arm and the doctor advised the needle would likely work its way out on its own. The second needle broke off in the consumer's stomach. X-rays were taken and the needles were confirmed to be in the arm and the abdomen. The consumer visited the surgeon, who surgically removed the needle from the consumer's stomach. The needle in the arm was left alone.